Manufacturer narrative:
Gtin/UDI number for item 2420-0007, lot 17026480 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vincristine leak at the texium on the secondary set where it connected to the y-port of the primary set during infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection showed no damage to the actuator tabs of the texium adaptor on the secondary set. The threads of the primary set¿s proximal smartsite valve were turned upwards indicating use and over-tightening of a mating component. The threads of the primary set¿s distal smartsite showed no similar damage. Functional and pressure testing resulted in normal flow with no leaking. The root cause was not identified.